Manufacturer narrative:
Sections with additional information as of 29-dec-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and test strips were returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Root cause: rc-061: storage outside specifications.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Customer was using two different vials of test strips with the true metrix air meter: internal report reference (B)(4). The customer is concerned with test results from results obtained using za4854s of 233 and 235 mg/dl. The customer does not know her expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 01/25/2024 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history (time not set): result 1: 233 mg/dl, date: (B)(6) 2022, time: 2:39pm, fasting/2 hr after eating (za4854s). Result 2: 296 mg/dl , date: (B)(6) 2022, time: 2:27pm, fasting/2hr after eating (zy4671s). Result 3: 235 mg/dl, date: (B)(6) 2022, time: 2:35pm, fasting/2 hr after eating (za4854s). Result 4: 249 mg/dl, date: (B)(6) 2022, time: 12:25am, unknown. Result 5: 155 mg/dl, date: (B)(6) 2022, time: 7:44pm, fasting/2-3 hrs after dinner (zy4671s). Result 6: 168 mg/dl, date: (B)(6) 2022, time: 7:12pm, fasting/2-3 hrs after dinner (zy4671s).

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4): same meter serial number, different test strip lot number. Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned strips: high readings. No defect found on returned meter. Root cause: (B)(4): storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 14-nov-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.